Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device; however, the customer was not in front of the tower at the time of call. The customer mentioned that the issue occurred infrequently and opted to call back later. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the customer's complaint was not confirmed. No b30 error code was detected, during device evaluation. Based on the results of the investigation, the specific cause of phenomenon could not be identified. However, it is probable, that foreign material or moisture present on electrical contacts may have contributed to the intermittent imaging reported by the customer. Olympus will continue to monitor field performance for this device.